Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab rep evaluated the microblender, verified the complaint and determined that the root cause of the reported event was a faulty alarm assembly. Further investigation of the alarm assembly revealed foreign material or contamination on alarm reed which prevented the alarm reed from vibrating freely thus not alarming. The carefusion failure analysis lab rep was unable to determine the origin of the foreign material. The carefusion service department replaced the alarm assembly and ran the microblender through a complete checkout to ensure it meets all factory specs. Upon completion the microblender was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). [Name removed] received this blender back from overhaul on (B)(4), while doing performance check he is not passing the blender alarm bypass check, it does not activate when the disconnects the 50 psi air source."